Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within 3 days post implant that the right ventricular (rv) lead threshold increased from 1 volt at 0.5 milliseconds to 4 volts at 1.5 milliseconds within a 24 hour period. Due to ¿questionable¿ capture a temporary pacing wire was placed until the rv lead could be repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.